Event description:
It was reported that the metallic tip fractured and was retrieved from the patient. There was no delay to surgery and no adverse consequences.

Manufacturer narrative:
The tip breaking (electrode) condition was confirmed on the returned unit. The detached electrode was not returned with the unit. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for a minimum of 400 seconds for cutting tissue only at a maximum power level setting of 11 (power setting range is 0-11), which indicates that the unit was assembled properly and was fully operational for an extended period of time. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The wear marks observed is indicative that the device could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, which resulted in the damage observed. This is contraindicated as per user instructions for the serfas energy probes family (p/n 1000-400-763). The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metallic tip fractured and was retrieved from the patient. There was no delay to surgery and no adverse consequences.